Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, ruby coils, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted six ruby coils, and one pod coil. While advancing the next pod coil through the microcatheter, the physician experienced resistance, and the pod coil had unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed from the patient. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up #02 MFR report: section h. Box 6. Component code 2.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.